Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for over a month they have been feeling a soreness at the implant site. Caller stated itis causing them quite a bit of trouble. Caller added that they had back surgery and the implant is so close to their back and they think it's the stimulator where they hook up to charge it every time every 4 days. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2025 (B)(4) (con): the pt called back and repeated that he is feeling soreness at the ins area. Agent provided pt with the phone number for the implant doctor (hcp) and suggested they contact the office to have the ins checked. Patient called back stating they saw manufacturer rep and a gentleman at the doctor¿s office 2-3 weeks ago and rep did some programming adjustments and the gentleman looked at the implant site and said it looked okay. Patient was advised by rep to call if there were still problems. Patient stated they are still having issues at the implant site and every morning when they get up it is swollen until 2-3pm. Patient noted they have to use ice to get the swelling down. Patient added it is causing quite a bit of pain. Information was received from patient and patient's family/friend. It was reported that the patient has been having issues charging their implant for about a year or two. Caller stated the patient had been sitting in a heated chair and found out later that they were not supposed to do that, so the implant swelled up and got real big in the back. Caller mentioned the patient would put ice on it to get the swelling to go down, but now the patient never could find the round spot (of the ins) where they used to put the recharger to charge the implant. Caller said the patient hasn't been able to feel the that area for over a year. Patient was given a belt the other day because they weren't using the belt, but that hasn't helped anymore. Caller stated patient has been ins recharging for 1.5 hours in the morning and evening, and patient has 'quite a time charging it,' and yesterday, patient could not get their ins charged at all. Caller stated they talked with a rep this morning, who was redirected to patient services for further assistance. Caller mentioned they used to work with the rep for adjustments and things as needed. Pt rep and the pt called back and repeated details from original call. They said the implant site is swollen, and they did have a doctor look at it awhile ago and they said, "everything is fine". Reviewed that the rtm and controller have been replaced, and the swelling at the implant site could be of concern, and to follow up with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.